Event description:
According to the physician's report, pt underwent pacemaker placement at another hosp in 1/95. Pt had been admitted to med ctr for unsuccessful pacemaker revisions, with skin erosion noted both times. Pt had persistent drainage from the exposed area of the pacemaker system with wires that had eroded the skin. Pt was admitted for pacemaker removal.